Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
Correct g3 date received by mfg on initial medwatch report is 10/03/2025.